Event description:
Customer from (B)(6) hospital in (B)(6) reported that a pt implanted with the syncardia temporary total artificial heart on (B)(6) 2010 observed a small hole in the right tah-t cannula between the end of the wire-reinforced section and the tip of the cpc connector hose barb. The cannula was repaired at the hospital with tape and a short piece of tubing. In addition, the left tah-t cannula was splinted and taped as a preventative measure. The customer reported that there was no adverse impact on the pt. The pt felt fine throughout the experience, with stable cardiac output at seven liters/minute. Syncardia has requested that the tah-t and cannulae be returned to syncardia for eval after the pt has been transplanted. The results of the eval will be provided in a supplemental MDR.